Event description:
The stimulation stopped working on the right side over the weekend. There was no accident or incident related to the event. The patient was at home. Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).